Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd secondary set c61 had leakage. The following information was provided by the initial reporter: leakage happen on the extension tubing of c61.